Event description:
It was reported that patient was revised on a left hip due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving an adm insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: patient history indicates has been previously revised for multiple dislocations. The provided medical information was reviewed by a consulting clinician who concluded: ¿a risk of dislocation is markedly increased in complicated, multiply revised hip arthroplasty and is not likely related to factors of faulty component design, manufacturing, or materials.¿ device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. Operative reports, progress notes, and additional x-rays are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient was revised on a left hip due to dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.